Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button alarm during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and cracked battery tube threads. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Event description:
Customer reported that the insulin pump is giving him a button error alarm and he is unable to clear it. He stated that the insulin pump had fallen into a lake. The blood glucose reading was 113 mg/dl. Nothing further was reported.